Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. Customer's current blood glucose level was 427 mg/dl and blood glucose was 267 mg/dl at the time of the incident. Customer states that she has symptoms of nausea. Recent high blood glucose began last (B)(6) 2018. Customer stated that the insulin pump had motor error alarm and the drive support cap is missing. Advised pump will need to be replaced. The insulin pump will be returned for analysis.